Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose around 609mg/dl. The customer had low blood pressure, vomiting, and chest pain. Troubleshooting was performed. The time, date, and programming were correct. However, the bolus wizard was incorrect. Reviewed the alarm history and found low reservoir and battery alarms. Ran a fixed prime and the insulin did exist. Performed the high pressure test and passed. The customer mentioned that she rotates the site and does change the infusion set every three days. Reminded the customer to change the infusion set every two to three days. The customer stated that her site is not sore or irritated. The customer inserts her infusion sets at the buttocks and legs, but she mentioned having an issue when inserting into her leg. Advised the customer to speak with her doctor about other possible causes and other sites or infusion sets to try out. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.